Manufacturer narrative:
This event occurred with a similar device in a foreign market. A supplemental report will be submitted once investigation occurs.

Event description:
The customer reported facial redness, inflammation, and a burn-like reaction involving the cheeks, nose, and under-eye area. Gp advised to stop using the mask and prescribed various products for the reaction.